Event description:
A high blood glucose event was reported by the customer with an unknown cause, and the highest level recorded was displayed as "high." To address the high levels, the customer changed the cartridge and was advised by technical support to consult their healthcare provider and to contact technical support for troubleshooting if needed.